Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "exchange due to concern with the product and pain. Patient also reported headaches, dizziness, foggy thinking which are not related to the device". Healthcare professional later reported left side rupture. Device has been explanted and discarded.